Event description:
It was reported that the patient was admitted for new onset atrial fibrillation and intermittent loss of vision. No ventricular assist device (vad) alarms were noted. It was later reported that the patient was experiencing fatigue and the arrhythmia did not result in clinical compromise. The patient did not have a history of arrhythmia prior to left ventricular assist device (lvad) implant and the arrhythmia was not thought to be device or therapy related. The arrhythmia had not resolved and no treatment had been performed. The loss of vision was not related to the arrhythmia. The patient was discharged home with plans to continue monitoring.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (cardiac arrythmia and patient condition) could not be conclusively determined through this evaluation. The controller event log file contained events spanning from (B)(6) 2023 at 12:46:48 to (B)(6) 2023 at 10:06:42, per the timestamp. The log file appeared to have captured the pump operating as intended at the set speed. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.